Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported the implantable neurostimulator (ins) stopped working a few months ago, and then started again, but was no longer working. As a result the consumer experienced a loss of therapy and was looking to have the device removed because it hadn't done what it needed to do for them. An appointment was scheduled with the healthcare provider (hcp) for (B)(6) 2016 and a request was made for the manufacturer's representative (rep) to be there.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), product type: lead.

Event description:
Additional information was received from the consumer stating ins would not charge and they want it to be explanted. Patient experienced pain around the lead area and the ins which started about 2-3 weeks after meeting with the manufacturer representative. Patient had a hip replacement surgery in 2016 and the therapy never helped their pain. Patient is working with the physician to have the device explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.